Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient was alerted that her ¿sugar was going down¿ but no specific value was reported. The patient stopped at a nearby gas station and bought a sugary drink. At an unspecified time later, the patient¿s head was pounding, and she was dizzy, therefore, she went home. Once at home, the patient¿s cgm was reading 42 mg/dl. The patient self-treated with glucose tablets and a glucagon injection, however, the cgm continued to read low mg/dl. The patient then called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 375 mg/dl and the cgm was reading low mg/dl. No medication or treatment was provided to the patient by ems. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the time the patient was symptomatic. The reported glucose values fall within the d zone of the parkes error grid for values in comparison when ems arrived. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional event or patient information is available.